Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels of 400+ mg/dl. The customer was not receiving no delivery alarms. No further details on high blood glucose levels. The pump will not be returning for analysis.